Event description:
The ge oec 9900 fluoroscopy system had a described system lock-up. System reboot restored function. Service requested for malfunction.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-seated all pcbs and re-loaded the flash memory to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.